Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the jet channel and auxiliary water inlet of endoscope connector of the colonovideoscope were clogged. Based on the results of the investigation, a definitive cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the jet channel and auxiliary water inlet of endoscope connector of the colonovideoscope were clogged. The investigation identified the following malfunctions: due to clogging of j-tube in control unit, water cannot be supplied, rm, m0368. This issue has the potential to cause or contribute to a death or serious injury were it to recur. Due to clogging of auxiliary water inlet of endoscopejet channel neck clogged.